Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded; however, the lot number was provided.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During follow up on a separate issue, corporate product surveillance (cps) received a report from the home patient (hp) having a system error (se) 2240 alarm in dwell 1 of 4. The hp had ended therapy and then finished using manuals. The hp had notified their nurse regarding the alarm. The hp was continuing therapy without any other complications. The hp did not have any idea how the air had gotten into the lines and stated that they could not even detect any air in the lines. The hp could not see anything visually wrong with the setup. The hp was connected. The hp stated that supply line had become loose from the supply bag. The hp had hung the supply bag on an intravenous (IV) pole. The hp has been continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.